Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise and there was some physical damage noted on the lead's terminal end. The patient received inappropriate shocks as a result of conductor damage and noise. As a result the physician elected to surgically abandon and replace the lead. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.